Manufacturer narrative:
Date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. Customer problem, "accuracy failed" was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The most probable cause is that the expulsor is out of specifications. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device had an accuracy failed. There was no patient involvement, and no harm/adverse event was reported.